Event description:
It was reported that damaged packaging was found before use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter. "Damaged box, blurred and expired lot, code: 324917, batch: 5222579". 7 occurrences were reported, but the dates/times were not given.

Manufacturer narrative:
H.6. Investigation: customer returned photos of shelf cartons for 1/2cc, 6mm, 31g syringes from lot#: 5222579. Customer states that the box is damaged and the lot is burred and expired. The attached photos were examined and exhibited torn shelf cartons. All lot numbers were printed clearly on the shelf cartons and the expiration date printed on the shelf carton in the attached photos reads as august 2020, which indicates that the product is not expired. A review of the device history record was completed for batch#: 5222579. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (torn shelf cartons). Bd was not able to duplicate or confirm the customer¿s indicated failure (blurry and expired lot). H3 other text.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damaged packaging was found before use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "damaged box blurred and expired lot code: 324917 batch: 5222579" 7 occurrences were reported, but the dates/times were not given.